Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to complete the functional testing due to the alarm. The pump was received with a cracked case on the display window corners, minor scratches on the lcd window, cracked reservoir tube window corners, a cracked reservoir tube window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 18.5 mmol/l. The customer treated with manual injections. The customer reported the drive support cap to appear normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.